Manufacturer narrative:
Additional information was provided e1. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The cause of the major bleed was not determined since product was not returned and insufficient clinical details provided. The cause of the hypotension was not determined due to insufficient clinical details. The cause of the infection was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as a bridge to heart transplant. On support day 13, the patient experienced a drop in hemoglobin and hematocrit and as a result, heparin was withheld. Two days later, heparin was still on hold with further hemoglobin drop and the patient experienced melena. On day 17 of support, the patient received a unit of packed red blood cells from the blood loss. On support day 19, multiple bleeding spots were found on the patient¿s small intestine that were cauterized to resolve. Anticoagulation therapy remained withheld and the patient¿s transplant status was changed to status 7 for inactive due to the ongoing bleeding. The following day, it was reported that the patient had melena in stool and the patient¿s blood pressure dropped and required vasopressin. The patient received two units of packed red blood cells, and the systemic heparin was withheld. The patient¿s hemoglobin was reported to be 7.7 g/dl and a hematocrit of 24.3%. The patient remained as status 7/inactive for transplant. On support day 24, the patients bleed had resolved, heparin was restarted, and the patient was relisted as status 2a. On support day 28, the patient was noted to have a urinary tract infection the patient was successfully weaned from the impella 5.5 during the transplant procedure and underwent a successful heart transplant. The patient survived the procedure.